Event description:
It was reported that the original inflatable penile prosthesis was implanted on (B)(6) 2020. Patient was seen on (B)(6) 2020 to cycle his implant and be taught how to use it. The surgeon reported that the pump will not pump or inflate. He has not been able to reset the pump to get it functioning. The patient will see the surgeon again in one week. The revision surgery did start as planned on (B)(6) 2020 to replace the ams 700 ms pump. However once the patient had been placed under sedation, the performance of the pump was explored further, and it was found that the pump was in fact not really displaying mechanical problems, but was in fact working within specifications and without signs for concern. Therefore no replacement surgery actually proceeded, and no components were removed or replaced. As the complaint component was not returned for analysis, no product analysis could be performed. The product record review revealed no additional information related to the complaint.